Event description:
It was reported that a minicap extended life pd transfer set would not connect tightly to a titanium adapter. This occurred during patient use. The nurse resolved the issue by replacing the transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported connection issue. A review of all batch record documents was performed for potentially associated lot number h13h26045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and an unrelated issue was noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. The evaluation was unable to duplicate the reported connection issue. Upon conclusion of the evaluation, the cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.